Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the necessary supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.